Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted with an incorrect PMA number. The correct number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, because the lens was removed during the same procedure. Section d6b - explant date: not applicable, because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) became stuck in the shooter but the lens was able to get inserted. Once in the eye it was noticed that one of the haptics was torn off. The lens was cut into pieces inside the eye and removed piece by piece, and the backup lens was inserted. The material was discarded. No further details were provided.